Event description:
The service report shows the covidien customer service engineer (cse) found an alert for graphic user interface (gui) key being stuck. Malfunction did not occur during patient use. The cse recommended to the customer to replace the keyboard. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).